Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise while the patient was sleeping. The noise was oversensed resulting in two seconds of pacing inhibition. Approximately five months later, the device and lead exhibited loss of capture (loc) at maximum outputs and high out of range pacing impedance measurements greater than 2,500 ohms. The patient had an underlying rhythm of 53-58 beats per minute (bpm). Noise was unable to be recreated with pocket manipulation and patient isometrics. A revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The right ventricular (rv) lead was surgically abandoned and replaced. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and returned 4 years 7 months later for an unspecified reason.